Manufacturer narrative:
Correction: manufacturer report 2938836-2014-13079, should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).

Event description:
It was reported that patient presented in clinic for follow up when the device was observed to be reaching eri prematurely. Subsequently, the device was explanted. The patient recovered without any complications.